Manufacturer narrative:
Results & conclusions: please see attached report "chamber gasket leaks" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.

Event description:
A customer in the has reported that, whilst using the mr290 humidification chamber, water has leaked through the base.